Event description:
It was reported that an asymptomatic patient presented to the clinic on 9 dec 2021. An interrogation revealed possible premature battery depletion from the implantable pacemaker. High output mode was suspected, but did not trigger any alerts on the device. No intervention was planned or performed. Device will continue to be monitored. Patient was stable after the event.